Event description:
It was reported that the customer had high blood glucose levels of 163 mg/dl. The customer reported that the vibrate alarm of the insulin pump was not working. The customer reported changing the battery on the insulin pump to no avail. Troubleshooting was done. The customer reported that the vibrate mode on the insulin pump was turned on. The customer reported that the insulin pump did not vibrate during the vibrate test. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Pump failed vibrate check due to due to broken vibrator black wire. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)